Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during basal and bolus delivery. The customer stated he changed the complete set 4 times but alarm would recur. He reverted to manual injections. Blood glucose value was 132 mg/dl. The customer did not have the insulin pump at the time and declined to call back to troubleshoot. The insulin pump would be replaced and returned for analysis.